Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2010. Repot source, literature - j. Chappuis, p. Boute & p. Putz (2010) dorsally displaced extra-articular distal radius fractures fixatio: dorsal im nailing versus volar plating. A randomized controlled trial. Orthopaedics & traumatology: surgery & research (2011) 97, 471¿478. Http://www.sciencedirect.com/science/article/pii/s187705681100096x. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three patients had algodystrophy. Clinical & radiographic results were analyzed the early postoperative period and at 6-month follow-up.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The following sections were updated: date of this report - (B)(6) 2017 concomitant medical products - unk, unknown dnp plate, unk (B)(4). Date received by manufacturer - aug 25, 2017 type of report - follow-up 1 if follow-up, what type - additional information, correction. The following sections were corrected: common device name - fixation, plate. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07200 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.